Event description:
Emergency medical svc personnel were monitoring a hypoglycemic pt during transport to the hosp. When the ambulance pulled into the hosp parking lot, the device screen displayed a "connect leads" message and a flatline. The operator checked all electrode/cable connections and could not discern a reason for the message. The reporter stated the monitor was no longer required so no further troubleshooting took place. There were no adverse effects to the pt reported as a result of the alleged malfunction.